Event description:
There was an allegation of questionable bilirubin total gen.3 results from the cobas c 503 analytical unit. A doctor complained that the results did not match the clinical report for the patients. Sample 1 initial result was 2.87 umol/l, and the repeat result was 115 umol/l. Sample 2 initial result was 4.07 umol/l, and the repeat result on (B)(6) 2025 was 215 umol/l. The repeat result on (B)(6) 2025 was 222 umol/l.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. Since the provided data for calibration and qc were within specification, a general reagent or application-related issue was excluded. The field service engineer replaced a solenoid valve, sample probe, and cuvette. He performed mechanical adjustments for the probe and performed a water level check. The customer performed qc that was acceptable. The investigation determined that the issue was resolved by the service actions.